Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap. Lar. According to the reporter: the expandable sleeve broke in the middle of tapping abdominal wall after versastep was inserted into it. The outer cannula end broke and fell into membranes of the abdomen. Fallen parts was retrieved immediately by cutting peritonea (less than 3cm) to recover the issue. The operating time was extended less than 30 min. There was tissue damage but it was not permanent or irreversible. There was no bleeding. The last patient status was good. The lot number is not available. Fallen parts was retrieved immediately by cutting peritonea (less than 3cm) to recover the issue as reported.

Manufacturer narrative:
(B)(4). This report was determined to be a serious injury due to the incision performed to recovered the disengaged components in the patient's cavity. The reporter states that the incision was less than 3cm. Per our sops, "an incision extension of one inch or more shall constitute a serious injury." As we cannot determine whether or not the incision was above or below 2.5cm, this incident is considered a serious injury.